Event description:
It was reported that a physician attempted to perform a myosure procedure for uterine tissue on (B)(6) 2015. During the procedure the patient started to bleed heavily and the procedure was aborted. It was noted that the polyp mass was "large in size" and the patient was "vascular". The patient was admitted into the hospital and a foley catheter was placed. The physician performed another myosure procedure the following day and the procedure was completed. The patient was discharged home on (B)(6) 2015.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed.. H4: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. Reference internal complaint cc# (B)(4).